Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose levels of 29.8 mmol/l at the time of incident. The customer stated that the battery compartment was damaged. Troubleshooting was performed. The customer was not admitted into the hospital as a result of the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was advised to discontinue use of insulin pump and revert to back up plan. The device will not be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08720 inches. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. (B)(4).